Manufacturer narrative:
Concomitant medical product: 407458, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning occurred on the right atrial (ra) lead. It was also reported oversensing of noise and high ventricular intervals on the sensing integrity counter (sic) were observed on the right ventricular (rv) lead, which were suspected to be related to the rv lead implant procedure. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.